Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 188-250 mg/dl. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer changed the infusion set site or simply cleared the alarm and resumed insulin delivery to address the issue.